Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on 11/16/2018 via physician notification letter.

Event description:
It was reported that a new implant patient, who was getting turned on for the first time, showed multiple high impedance readings at the titration appointment. The patient has not experienced any adverse events associated with high impedance, and no x-rays were taken for review. Design history records were reviewed for the generator. The device passed all functional specifications prior to distribution. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generators compared to those reported by model 103-106 generators. As indicated in the physician's manual, high lead impedance (>/=5300 ohms), in the absence of other device related complications, is not an indication of a lead or generator malfunction. No additional relevant information has been received to date.